Manufacturer narrative:
Model number/catalog number: sc-2218-50. Serial number: (B)(4). Batch/lot number: (B)(4). Model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure. No further information could be obtained.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure. No further information could be obtained.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.